Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for follow-up. It was noted that device delivered inappropriate shock due to noise. Lead fracture was observed. The lead was explanted and replaced. Patient¿s condition is stable.